Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
The customer reported via phone call that the fluid in the reservoir compartment. The customer¿s blood glucose level was 308 mg/dl. The customer stated that there was fluid in the lcd display. The customer was declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.